Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an infected rash under the electrodes of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed dexamethasone for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Per additional information, a us distributor contacted zoll to report that a patient developed a three and a half inch skin breakage and irritation under the lifevest. Patient reports that it bleeds and is causing her skin to keloid scar. Patient reports allergy to metal. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed triamcinolone cream for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve. A us distributor contacted zoll to report that a patient developed an infected rash under the electrodes of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed dexamethasone for the skin irritation. Follow up indicated that the skin irritation improved.